Event description:
The customer reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try using a different wall outlet and to leave the wall adapter plugged in for at least 30 minutes, but the pump still did not charge. Different wall adapters and charging cables also failed to resolve the issue, and ultimately, technical support decided to replace the pump. The customer reverted to an alternate method of insulin therapy.